Event description:
On (B)(6) 2015, it was reported to 3m espe that a mdi o-ball prosthetic head 1.8mm x 13mm ((B)(4)) implant broke on (B)(6) 2015. An additional surgery (region 41) was performed the same day using a dental burr to remove the apical fragment. The additional surgery was performed without any complications. The dentist stated that the patient is doing fine without any ongoing symptoms.

Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling because the implant couldn't be inserted properly and had to be removed. During the attempt of the removal the implant bent and broke. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.